Event description:
Right rupture of implants. A 41 yr old white g0 female status post bilateral 275cc heyer schulte gels, subglandular periareolar for augmentation 5-5-81. Had left open capsulotomy 2-4-85. These re-encapsulated and are painful. No history of trauma. Positive systemic symptoms including: arthralgias, myalgias, paresthesias, fatigue, rashes, "tropathy", sensitivity to cold etc...pt otherwise healthy non-smoker, mammogram 7-12-93 positive for "double density", right greater than left. Possible bleed symptoms 4-13-84. Positive right ruptured with mixed cohesive and oil gel. Moderate, yellow, thin, papillary surface of capsule (exudative), moderate histocyles found. Exam positive for right iii contractures left IV with bilateral small axillary lymph nodes.